Event description:
Download data from a (B)(6) female pt revealed a service code 110. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110) was confirmed. Upon investigation inductor l1 was open on the monitor c/a board. The cause for the open l1 inductor was isolated to thermal damage to capacitor c10. The root cause for the thermal damage to c10 could be positively identified. No adverse event resulted from the damaged c10 capacitor. The pt received a replacement monitor.